Manufacturer narrative:
A steris service technician arrived onsite and did not observe any water in the work room where the system 1e processor is located. The technician visually inspected the system 1e, tray and aspirator assembly and found no issues. The technician lifted the tray and found no water accumulation in the drip pan. The technician initiated a diagnostic cycle and found the processor to be operating properly; no leaks were observed. The technician found the system 1e to be operating properly and returned the processor to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their system 1e. No report of injury or procedural delays or cancellations.